Event description:
During a fistula graft procedure, the catheter balloon burst & upon removal from the pt, the distal tip of the catheter was missing. The pt was takento surgery for successful removal of the indwelling piece. No further complications were reported.

Manufacturer narrative:
Block d6, catalog # & lot# was provided upon smaple receipt & changed on this follow-up report. Codes 2199, 2365, 2357 and 1527 - not labeled. Codes 1638 and 1049 - labeled.